Event description:
It was reported that within two months of implant the remote monitoring transmission from the device had an observation that the right ventricular and right atrial capture management actual safety margins were greater than the programmed safety margins. It was indicated the outputs are intentionally programmed high during the acute phase. However, the clinical was concerned with the observation when there was no issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.